Event description:
He was asked just prior to stent placement if an experimental device called the diamondback 360 degree orbital atherectomy system could be used. He was told that it would be easier for the cardiologist to place the stent. A hole was punctured in the coronary artery -cardiologist said due to catheter whip. The blood would not clot around the perforation, so he was taken to surgery. His chest was opened and the perforation was sewn closed. No cardiac bypass was performed, although the family was led to expect that one would be performed. No assessment was made to use if the coronary artery, which had been 70% closed, was now 100% closed. He was discharged to a rehab facility and made it home, but could only walk with a walker (he had been driving a car and playing golf prior to the adverse event). He became worse and was taken to (B)(6) hospital. He was documented to have had an infarct. He was discharged to another rehab hospital, but became weaker and died at home with hospice care. I cannot get (B)(6) hospital's risk management to tell me anything about the adverse event. We were told by one of the experimental device team members that an adverse event would be filed, but I suspect that one was not filed.